Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Both prior to and following the polarity switch to unipolar, the lead and device exhibited noise and oversensing resulting in a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that out of range atrial intrinsic amplitude measurements were later recorded. Review of the presenting electrogram (egm) showed farfield r-wave oversensing on the atrial channel. The ra lead was noted to be programmed to unipolar pacing and sensing. Two atrial tachy response (atr) episodes were noted that showed oversensing of atrial lead noise. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Both prior to and following the polarity switch to unipolar, the lead and device exhibited noise and oversensing resulting in a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Both prior to and following the polarity switch to unipolar, the lead and device exhibited noise and oversensing resulting in a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that out of range atrial intrinsic amplitude measurements were later recorded. Review of the presenting electrogram (egm) showed farfield r-wave oversensing on the atrial channel. The ra lead was noted to be programmed to unipolar pacing and sensing. Two atrial tachy response (atr) episodes were noted that showed oversensing of atrial lead noise. No further assistance was requested. No adverse patient effects were reported. This device remains in service. Additional information was received that this pacemaker recorded false ventricular tachycardia (vt) episodes during conducted atrial arrhythmias with false v greater than a due to atrial undersensing. Further review of sensing parameters was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Both prior to and following the polarity switch to unipolar, the lead and device exhibited noise and oversensing resulting in a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.